Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. Programming changes were performed while the patient awaited lead revision surgery. On (B)(6) 2025, fluoroscopy was performed and the rv lead appeared pulled back from its original position. The physician explanted and replaced the rv lead. The patient was discharged from the hospital after the procedure.